Event description:
The critically-ill patient's intensive care (ICU) nurse went to perform thermodilution measures. When pulling back on the syringe connected to the cardiac output set, the nurse noticed that rather than just filling with saline from the saline bag that is connected to the setup, blood also begin to withdraw from the patient's swan-ganz (sg) catheter. Normally the cardiac output set has an intact one-way valve that would prevent this from happening. The ICU nurse performed trouble shooting of the issue, but this drawing back of blood from the sg catheter continued to happen. The nurse, unable to fix, then retrieved and set-up up a new cardiac output set, exchanged it with the defective set, and then the nurse was then able to perform the thermodilutions as usual without blood getting pulled from the patient. This removal of blood from the patient was very small, was able to be flushed back to the patient and there was no harm nor complications. The nurse suspected that this was caused by a defective one-way vale that comes with the set. This was saved and sent to materials management at the hospital.